Manufacturer narrative:
Sensor (B)(6) was returned and subjected to a comprehensive investigation. Visual inspection performed on the returned sensor patch and no issue was observed. Data extraction was conducted using approved software, and the extraction process was completed successfully. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage is out of specification. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. Further investigation was conducted, where a visual inspection was performed on the returned sensor puck using a microscope and no evidence of damage were observed. An smu testing was performed to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck was fully functional. The puck¿s electrical currents were measured and were found to be within specification, confirming the absence of accuracy issues. Poise voltage testing was performed and results was within specification, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. Sensor thermistor testing was performed and the results within the specification indicating that the puck's thermistor was fully functional. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of a product malfunction was found during the investigation, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 39 mg/dl compared to readings of 179 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 39 mg/dl compared to readings of 179 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.